Manufacturer narrative:
The physician stated that there was no malfunction of the ion system equipment and suspects significant intrathoracic pressure from post-procedure nausea and vomiting contributed rupture of an existing apical bleb, resulting in pneumothorax. Review of the ion system procedure logs showed no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that the patient underwent an uneventful ion transbronchial biopsy with mediastinal staging procedure. The lesion was approximately 15x18 mm and in the right middle lobe. The physician was uncertain of the distance to pleura, but believed it was approximately 10 mm. Per the physician, there was evidence that the patient did not have a pneumothorax at the conclusion of the case. The physician stated that the patient tolerated the procedure very well until experiencing significant post-procedure nausea, vomiting and then chest pain. A chest x-ray showed a pneumothorax that was initially 15 mm in size; however, had increased to 19 mm 1 hour later resulting in placement of an 8 french pneumothorax catheter. The patient has a history of severe obstructive lung disease with apical blebs, thus the physician suspected that a bleb had ruptured secondary to increased intrathoracic pressure from the nausea and vomiting. Due to a persistent air leak, the patient required a subsequent vats procedure with pleurodesis and resection of the apical blebs with a prolonged hospital stay of approximately 14 days. The physician stated that there was no malfunction of any ion system equipment and therefore an evaluation of the products was not needed.